Event description:
It was reported that the insulin pump had a blank display. Troubleshooting was performed. Instructed the customer to let the insulin pump rests for couple hours. The customer called back and stated that the device still had a frozen display and a blank display. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.